Event description:
In 2009, a male underwent a plif. As the surgeon was adding a closure top to one of the polyaxial screws, the visibility was not good and the representative believes there may have been a piece of soft tissue in the upper part of the tulip head. The closure top stripped and the surgeon removed it and started to insert another one. As the surgeon was pressing firmly on the second closure top, it may have cross threaded and that one was also removed. The polyaxial screw was then removed and replaced with another polyaxial screw and closure top without further difficulty. There was a surgical delay of ten minutes.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.